Event description:
Reporter called on behalf of her husband who is using the freestyle libre 3. Sensor issues, either it stops communication or has periods of erratic readings. Reporter states the quality of the product is getting worst and expressed concern over the faulty device stating this issue can be life threatening to her husbands life.